Event description:
It was reported that during surgery the ventilator stopped in ippv mode. The user changed to manual ventilation. An hour later, the same behavior occurred again.

Manufacturer narrative:
The investigation has been started, but is not finished yet. Relevant parts are still expected to be sent in for evaluation. Investigation results will be reported in a follow up report.